Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a faulty o2 sensor. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Medtronic/covidien was not authorized to repair the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a faulty oxygen (o2) sensor. The ventilator was not in use on a patient at the time of the event.